Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed pump power and flow elevations; however, a specific cause as well as a direct correlation to the heartmate ii lvas, serial number: (B)(6) could not conclusively be determined through this evaluation. The submitted log file contained data from on (B)(6) 2021 at 9:37:50 to on (B)(6) 2021 at 10:17:22. The pump speed was set at 9200 rpm with a low speed limit of 8800 rpm for the duration of the captured data. On (B)(6) 2021 at 8:43:11, on (B)(6) 2021 at 21:24:49, on (B)(6) 2021 at 21:30:28 and on (B)(6) 2021 at 19:43:34 there were pump power elevations, ranging from 7.0-7.5 watts and were associated with elevated flow ranging from 8.0-8.9 liters per minute (lpm). The pump operated above the low speed limit for the duration of the captured data. The pump appeared to operate as expected. Per additional information from the vad coordinator, the patient was stable with no increase in heart failure symptoms. The patient¿s lactate dehydrogenase (ldh) was stable. The patient is asymptomatic and feeling well. Per additional information from the vad coordinator, there was no specific event that correlated to the reported power elevations. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6). No product is available for investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 05oct2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-01737. It was reported that the patient experienced a few unsustained power/flow elevations. The log file also captured 2 yellow wrench alarms for clock resets on (B)(6) 2021. There was not enough information to determine a cause for the reset. The patient was asymptomatic with no increase of heart failure symptoms, and lactate dehydrogenase remained stable. The controller's power cables were compromised and the controller was exchanged.